Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with a motor error followed by a motor position encoder error. He reset the pump and re-programmed the settings and attempted a bolus; however, he received two more motor errors since then. The patient's blood glucose at the time of incident was 206 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the rewind, basic occlusion test, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus / basal delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the lcd window.